Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The vessel was predilated. The physician attempted to use a taxus express2 3.0x32mm drug eluting stent, but was unable to cross the target lesion. When the device was removed, they noticed that the one of the stent struts were raised. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records found that the device met its material, assembly and product specifications, at the time of release to distribution. There are two similar complaints, of this nature, related to this batch number. The root cause of this complaint is unknown.